Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis. No malfunction reported. No conclusion can be drawn at this time.

Event description:
On (B) (6) 2008, patient was implanted with an artificial bowel sphincter. Follow up visit on (B) (6) 2009 for vaginal erosion, suppuration leakage. On (B) (6) 2009, the entire device was explanted due to infection.